Event description:
A hospital in (B)(6) reported that the heater wire could not be connected to an rt228 infant breathing circuit as the heater wire pin was found to be bent. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt228 infant breathing circuit is not sold in the USA but is similar to a product that is sold in the USA. The 510(k) for the similar product is k020332. Method: the complaint rt228 infant breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. A visual inspection and a bent pin test were performed. Results: full insertion of the inspiratory heater wire adapter was not achieved. One of the inspiratory heater wire pins was found to be bent inwards. A lot check revealed no other complaint for lot number 110914. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adapter is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Damaged pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. Our trending for infant breathing circuits with bent, broken or damaged heater wire pins has a rate worldwide of (B)(4) devices per million sold for the past year to the end of february 2012.